Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in between the eyebrows with 0.2 cc of juvéderm vista volite xc. A week later, the patient returned with concerns of ¿redness/blood flow disorder¿ that was mild at the injection site. The event was monitored. A week later, to address the concern of the redness, the patient was treated with hylenex and improvement was observed.